Event description:
On (B)(6) 2025, the user¿s caregiver reported that the ilet device screen was cracked after the device struck a table. The device was no longer usable. Blood glucose was not affected. No medical intervention was required. A replacement device was arranged.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.